Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reactive toxo igg results on two patients that were generated by the unicel dxi 800 access immunoassay system. The samples were re-spun and reanalyzed the following day and non-reactive results were obtained from both of the patients' samples. The customer did not report any change to patient treatment or user attributed or connected to this event.

Manufacturer narrative:
Per the customer, a system check performed on (B)(6) 2010 resulted within specifications. Qc level 1 resulted within the customer's established range during the time of the event. Qc level 2 was not run on the day of the event. There was no indication that service was dispatched for this event. The root cause is unknown for this event.